Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the sample line (tubing) had become disconnected from the bottom of the flowcell causing a small contained leak. The volume of the leak was unknown. The fse replaced the sample line (tubing), resolving the leak, incomplete results, and errors. The fse also bleached the flowcell waste pathway as part of troubleshooting. While onsite, the fse observed the leak had damaged the median angle light scatter (mals) sensor causing erratic offsets. The fse replaced the mals sensor, resolving the issue. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated incomplete results for the differential (diff) and nucleated red blood cell (nrbc). The customer also reported the instrument generated 'low event rate' errors. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. There were no erroneous results reported out of the laboratory. There was no death, injury, or to patient treatment attributed to this event.